Event description:
Communication with the office of the treating physician showed that they were not aware of the cause or circumstances of death. Nonetheless, the patient¿s death was not suspected to be related to vns. No additional pertinent information has been received to date.

Event description:
The office of the treating physician reported that the patient had passed away. An online obituary search showed the date of death. A search of available in-house programming history for the patient's generator showed no available data. The generator and lead device history records were reviewed and found all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Communication with the patient¿s servicing funeral home indicated that their records did not show the patient¿s vns being removed. The patient was not taken to a medical examiner, and it did not appear that the vns was explanted before burial. No additional pertinent information has been received to date.